Manufacturer narrative:
Concomitant medical products: yrir1685 stent graft, implant date: (B)(6) 2001; yrbr2816165 stent graft, implant date: (B)(6) 2001; yrec1655 stent graft, implant date: (B)(6) 2001; yrir16115 stent graft, implant date: (B)(6) 2001; 6942-58 lead, implant date: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.